Event description:
The customer contact reported a tubing separation. Prior to patient use, the option-lok male luer assembly separated from the tubing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.